Manufacturer narrative:
Analysis was unable to perform the displacement test due to missing retainer. The insulin pump also had cracked reservoir tube lip, missing reservoir tube o-ring, minor scratched display window, scratched case and a pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the retainer ring was missing. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.